Manufacturer narrative:
The reported condition could not be donfirmed as the instrument was returned with the thrust bar buckled. This prevented functional testing. The device was confirmed for an unrelated condition. The thrust bar appears buckled. This indicated excessive force was placed on the side of one of the jaws were heavily twisted on tissue while a clip was loaded in the jaws.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reporedly, the clips did not load properly and prefired. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury occurred.